Manufacturer narrative:
Conmed corporation received two (2) "unopened" packages containing the ultraclean blade electrode, 1" with extended insulation for evaluation. Visual examination of the returned packages found both packages with full seal disruptions, both occurring in the final manufacturing seals. In both of the returned packages a wrinkle is found in the manufactured seal area of the tyvek pouch. The devices were transferred to packaging engineering for evaluation and testing. Both of these devices were confirmed that the seal failed the dye leak penetration test on (B)(6) 2016. This lot was manufactured on 13-jun-2016. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing (B)(4) units, there have been no other similar complaints received. (B)(4). The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation, CAPA (B)(4), has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, two (2) packages each containing one (1) ultraclean blade electrode, 1" with extended insulation were discovered with an "insufficient heat seal." The returned packages exhibited a crease in the sealing area of the sterile package. Testing results confirmed that the packages failed the dye leak test on (B)(6) 2016. In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.